Event description:
During pta of a 90% de novo lesion in the left main with heavy calcification and no vessel tortuosity, a 3.5x8mm cypher select+ was delivered to the target lesion after pre-dilation with a 2.0mm sprinter balloon catheter, but it would not cross the target lesion. Therefore, the cypher select+ was retrieved from the patient and additional pre-dilation was conducted with the sprinter balloon catheter but resistance experienced when it was pulled back into the guiding catheter. Then, the cypher select+ was re-delivered to the target lesion, but there was difficulty positioning the cypher select+ stent at the target lesion. To conduct additional pre-dilation, the physician tried to retrieve the cypher select+ and pulled it back into the guiding catheter, a 6f ebu3.5 launcher, but there was difficulty retrieving it because the stent became caught at the tip of the gc. Eventually, the cypher select+ was withdrawn into the gc and retrieved from the patient. The cypher select+ was checked outside the patient and the proximal edge of the stent was confirmed to be flared. To finish the procedure, the physician managed to implant a 3.5x8mm promus stent. Post-dilation was conducted with a 4.5mm quantum balloon catheter and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis because it was mistakenly discarded by the nurse. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Concomitant devices: inflation device: everest, gw: universal ii star, gc: launcher 6f ebu3.5, balloon catheters: sprinter 2.0mm, quantum 4.5mm, sheath: terumo's and stent: promus 3.5/8mm. This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. This device is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
During pta of a 90% de novo lesion in the left main with heavy calcification and no vessel tortuosity, a 3.5x8mm cypher select+ was delivered to the target lesion after pre-dilation with a 2.0mm sprinter balloon catheter, but it would not cross the target lesion. Therefore, the cypher select+ was retrieved from the patient and additional pre-dilation was conducted. Then, the cypher select+ was re-delivered to the target lesion, but there was difficulty positioning the cypher select+ stent at the target lesion. To conduct additional pre-dilation, the physician tried to retrieve the cypher select+ and pulled it back into the guiding catheter (6f ebu3.5 launcher) but there was difficulty retrieving it because the stent became caught at the tip of the gc and. Eventually, the cypher select+ was withdrawn into the gc and retrieved with resistance. The cypher select + was checked outside the patient and the proximal edge of the stent was confirmed to be flared. Another product was used to finish the procedure successfully. There was no patient injury reported. The product will not be returned for analysis because it was mistakenly discarded. The physician did not indicate any anomalies prior to use. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Without the product for evaluation, the reported failures could not be confirmed. Difficulty crossing a lesion of an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. The IFU indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Based on the information provided, there are possible lesion characteristics (heavy calcification) and procedural factors (retraction into the guiding catheter) that may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.